Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. A visual inspection identified that the tubing was kinked. The cause of the kink could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flogard solution administration set¿s drip chamber was ¿squashed¿. This occurred before use. There was no patient involvement. No additional information is available.